Event description:
It was reported that during advancement of the stent delivery system, the stent deployed. The physician used a snare device to remove the stent from the patient¿s body. The physician continued the procedure with a similar device. The patient was reported in stable condition.

Event description:
It was reported that during advancement of the stent delivery system, the stent deployed. The physician used a snare device to remove the stent from the patient's body. The physician continued the procedure with a similar device. The patient was reported in stable condition.

Manufacturer narrative:
If follow-up, what type: additional information indicated that the stent deployed in the internal carotid artery (ica).

Event description:
It was reported that during advancement of the stent delivery system, the stent deployed. The physician used a snare device to remove the stent from the patient's body. The physician continued the procedure with a similar device. The patient was reported in stable condition.